Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the interface pcb assembly and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The biomedical engineer contacted physio-control to report that while monitoring a patient the code summary button was pressed but the device did not respond. Other buttons were then pressed, however they did not work as well. The biomed verified that the power button was the only functional button. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient were provided.